Event description:
Boston scientific crm received information that the patient with this product was undergoing a revision procedure. The reason for the procedure was not reported. No further information was able to be obtained.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available this report will be updated.